Event description:
It was reported that patient had mv sensor noise on ra lead (bsc advisory). Mv sensor programmed off. About 7 months later, latitude alert for rv lead impedance out of range >2000 ohms. Patient has bsc generator with sjm leads. Bsc tech support contacted. Patient was brought into office to rule out lead issue vs spring contact issue. Provocative maneuvers were done, unable to reproduce out of range impedances or noise on rv lead. Tech support felt issue was spring contact and suggested changing rv pace impedance to unipolar. We were told issue was related to bsc generator with sjm leads. Manufacturer response for pacemaker, boston scientific l321 accolade el (per site reporter) issue is related to using a bsc generator with competitor leads, spring contact issue. Continue to monitor for any further lead issues.